Event description:
It was reported that during a pta/stenting treatment procedure, the symphony biliary stent package was compromised. At the moment of taking out the stent from the package, the physician noticed that the distal portion of the stent was retracted from the sheath that covered it. Thus, leaving 0.5 mm of the stent without a cover. No additional intervention was needed. No pt injuries or complications were reported. Pt status is reported as 'good'.